Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with the cassette unlocked when it was locked. This occurred during the device go-live. Failure occurred in (B)(6) 2024, but ICU medical was not made aware. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. Additionally the device downstream occlusion seal was observed to be detached. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the condition of the device, it will be decommissioned.